Manufacturer narrative:
The device has not been returned to olympus medical systems corporation but was returned to (B)(4) for evaluation. (B)(4) inspected the device and confirmed the following; the light guide lens was chipped due to a shock caused by dropping and knocking the device to a hard surface or object. There was a leakage at the bending section rubber due to breakage. Foreign material adhering to the distal end may have been caused by insufficient cleaning by the user. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) private limited (B)(4) and found that there was a gap of adhesive on the distal end of the device, and stain entered the inside of the light guide lens through the gap. And the inside of the light guide lens was dirty. In addition, foreign material was attached around the forceps elevator and under the forceps elevator. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An olympus field service engineer (fse) investigated the process of reprocessing forceps elevator by the user facility and confirmed the following; the user facility owns olympus channel opening cleaning brush mh-507 and single use soft brush maj-1888. At the user facility, both brushes are used to clean the forceps elevator and glutaraldehyde is used to disinfect it. The user facility also owns a j. Mitra & co. Pvt. Ltd automated endoscope reprocessor. The fse discussed with users about leakage at the bending section and found that the user facility had not reprocessed and brushed the device properly, the user facility had done only pre-cleaning at the bedside. Therefore, it was found that the insufficient or incorrect reprocessing video scope had been used by the user facility. Olympus medical systems corp. (Omsc) confirmed the following from the information provided by olympus medical systems india private limited (omsi); there is possibility that physical stress was applied to the distal end, since the light guide lens was chipped. There is a possibility that reprocessing by the user was inappropriate because dirt was attached to the cleanable area of the entire distal end. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to omsc. However, based on the past similar cases and the above information, the stain inside the light guide lens may have been caused by the ingress of water from the missing part of the light guide lens. Omsc determined that the damage to the light guide lens was due to physical stress on the distal end due to inappropriate handling by the user. Furthermore, the adhesion of foreign material around the forceps elevator may have been caused by improper reprocessing by the user that did not remove dirt around the forceps elevator. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.